Event description:
It was reported that a novum iq large volume pump encountered electromagnetic interference issues with an electrocardiogram (EKG) device. During use of the pump, the noise was getting ¿picked up¿ by the leads of the EKG device causing the EKG results to be ¿unreadable.¿ the biomed team performed troubleshooting and were able to confirm that the 12 lead EKG cables used at the bedside were the only ones affected once novum pumps were plugged in. There was no issue once the pump was unplugged from the ac powers source. Additionally, the team looked into the impact of using shielded leads and found no change. The team confirmed that the monitors used are grounded. The staff are currently unplugging the pumps when they need to get an EKG reading. There was no patient involvement on the novum pumps. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.